Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. Corrected fields: g2 *add health care professional* since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that phenomenon occurred because the video function did not work properly due to faulty scope socket. The event can be prevented by following the instructions for use which state: non-olympus equipment can cause instability of the automatic brightness adjustment. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, during preparation for use, the xenon light source front panel is lighting up with flashing lights and a few of the connector pins are bent where it connects to the scope. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of flashing lights and bent connector pins was confirmed. The device evaluation found a worn out scope slider switch, a non-olympus lamp reading 895+ hours with a lamp life expired at 500+ hours and light intensity output measures out of specification, and a minor dent on rear panel and minor scratches on top of cover. Three attempts were performed to obtain additional information, but no response was received from the customer. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.